Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent removal surgery, enterorrhaphy, debridement of abdominal wall fascia and subcutaneous tissue and adhesiolysis on (B)(6) 2013 during which the surgeon noted adhesions between the several loops of small bowel to the sac and the previously placed mesh. Along with the sac, the mesh was excised as was the midline fascia to take out the mesh. It was reported that the patient experienced severe pain, small bowel perforation, adhesions, nausea, vomiting, chills, inflammation, scarring, disfigurement, loss of appetite, stress and anxiety. No additional information is provided.

Manufacturer narrative:
Date sent to FDA: 06/11/2020. Additional information: d4, h4. A review of the batch manufacturing records was conducted an cd the batch met all finished goods release.

Manufacturer narrative:
Date sent to the FDA: 5/25/2021.